Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. There was a yellowish brown substance at the distal end of the tube. The pilot line was detached from the endotracheal tube. The surface edges of the severed ends of the inflation line were examined under magnification. The surfaces were relatively smooth, not jagged as if bitten. On one end, the tubing had a somewhat "pinched" appearance, with visible kerf marks observed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the health care professional observed the pilot line detached from the endotracheal tube following extubation on a critical intensive care unit patient at 7:00 am on (B)(6) 2015. The surgery was performed on (B)(6) 2015. Following the surgery, vents checks that took place throughout the night on the patient went well. No medical injury or attention was required. Additional information was received on 06/16/2015 stated that the detachment happened around the same time of extubation. It appears that the pilot line was cut in the middle, possibly when the tape was being removed for extubation and accidentally cut. The line was intact during use up until the end. The patient was not injured in anyway and weaned correctly so we know the balloon was inflated during use at vents checks.